Event description:
Manufacturer's representative reported pump replacement due to patient return of spasticity symptoms, and lack of response to programmed therapeutic boluses. In addition, a reservoir volume discrepancy was noted and confirmation of rotor stall was made. The implant duration of the explanted pump was approximately 6 years. The pump was infusing compounded morphine/baclofen 2250mcg/ml. The intrathecal daily dose was not reported. Final patient outcome, and returned device analysis were not available at the time of this report. A follow up report will be sent when new information is received.